Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed, and it was not opened. The field service engineer found that the full-height cubie drawer was not opening due to the magnet missing in the latch assembly. The fse removed the drawer from the station, replaced inseparable, put the drawer back in the station, closed the back panel, powered on the station, and resolved the drawer issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a drawer failure. The customer reported that the drawer was not opening. There was a delay in dispensing the medication. There were no adverse events or injuries reported as a result of this incident.